Event description:
The pt's spouse called to report that the pt used the suspect device in the morning and obtained a result of 185mg/dl. Pt injected insulin as prescribed by dr. Pt ate a small breakfast and went to work. Pt was driving home for lunch and started to black out, then got into a care accident. Pt did not have any injuries from the accident. Pt was taken to the hosp and had unknown tests run. Pt was given an IV and ate some food. Glucose control l1 was used and the result was in range - result was 62 (range 49-79). Test strips used during the incident are no longer available and the lot number is unknown. The suspect device was replaced with new product and authorized for return to the MFR for eval.